Event description:
Procedure type: pneumonectomy. According to the reporter: in loading the stapler the device loaded properly but then started to articulate on its own. The tech tried a new load and the device seemed to work correctly until doctor articulated the device and then it automatically took the articulation out. It did it twice for the surgeon. We did not fire the device and took the device off the field. They finished case by opening a manual short handle (egiaushort). There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Nothing fell into the cavity. No reinforcement material was used.

Manufacturer narrative:
(B)(4).